Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was it the first time the reservoir was being activated? - no information. Was there a failure of the plate locking mechanism? - no information. Did the reservoir rapidly inflate upon activation? - no information. Was a leakage verified? If so, where? - no, it wasn¿t. Were all connections checked to see if they were secure? -yes, they were.

Event description:
It was reported that the patient underwent a mammectomy procedure on (B)(6) 2017 and the reservoir was connected to a drain. During the procedure, when trying to activate the reservoir, the device did not work. Another like device was used to complete the procedure. There were no adverse patient consequences reported.